Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a tick bite and high blood glucose level of 590 mg/dl. The customer stated they were off pump therapy for 8 hours before the ambulance came. The customer treated high blood glucose with manual injections. The customer is unsure if they want to send the reservoir back for analysis no further information was provided.